Event description:
In 2006, this pt was implanted with five gore excluder aaa endoprostheses. In 2009, this pt was again treated with gore excluder aaa endoprostheses. As the physician was placing a contralateral leg component, she turned the device at 360 degrees, causing the catheter tip to break off as it was being retracted. The physician placed another contralateral leg component to secure the initial contralateral in place, and the procedure was completed with no further issue. The pt tolerated the procedure. According to the physician, this was not a device failure. The device catheter tip broke off as a result of turning the device at 360 degrees. Add'l info has been requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.